Event description:
It has been reported that the device suddenly started to alarm while in use with a patient. There is no known harm or consequence to the patient.

Manufacturer narrative:
Device serial number is not yet known but has been requested.

Manufacturer narrative:
Updated investigation coding.

Manufacturer narrative:
Updated patient outcome grid, health impact grid and box a information to reflect received confirmation that this issue did not occur during a patient use event.